Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced chest pain and presented to the hospital. Upon interrogation, the left ventricular lead exhibited loss of capture. X-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient tolerated the procedure well and was stable.